Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and verified the lyse pump volumes. The fse found that the differential lyse delivery out of the tube was not as strong as it typically should be due to a slight obstruction. The fse replaced the differential sample line between the shear valve and differential mixing chamber and confirmed the delivery rate to be much faster after replacement. The failure mode of the erroneous basophil results was determined to be related to the differential sample line between the shear valve and differential mixing chamber which needed replacement. This MDR is related to the following MDR that report similar event over three different dates for the same patient and same instrument. 1061932-2014-00638, 1061932-2014-00639, 1061932-2014-00640.

Event description:
The customer reported erroneous basophil test results were obtained as part of the differential analysis when using the coulter lh 750 hematology analyzer. The event occurred with one patient, samples drawn and run over multiple days. The results were determined to be erroneous when compared to results obtained on another lh750 and results obtained through manual smear review. Erroneous results were not reported out of the laboratory for the sample analyzed on (B)(6) 2014. There was no death, serious injury or change to patient treatment as a result of the event.